Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported when the battery is removed the device will shut down. No patient involvement reporting.

Manufacturer narrative:
Follow up attempts have been made to obtain repair information yet no response from the customer.